Manufacturer narrative:
No evaluation possible at this time. The instruments have not been returned for evaluation nor has the identifying lot number(s) been provided. Upon the receipt of additional information and/or the product in question, a follow-up report will be submitted.

Event description:
During a difficult multi-level spondy reduction, two towers broke while under reductions and two more broke during removal/detachment from the screw. The patient was reported to have usually hard dense bone which forced the surgeon to drill 6 of 8 pedicles. During reduction, the strain on the instruments popping & cracking could be heard. The event caused a two hour delay in the case.